Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. There were several stent struts at the center of the stent that were raised. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid to distal right coronary artery (rca). A 32mmx4.00mm promus premier¿ stent was advanced with a non-bsc guide extension catheter. However mild resistance was encountered. The device was then removed form the patient and it was noted that the middle part of the stent struts were lifted. The procedure was completed with a 4.0mm non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: (B)(6) or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid to distal right coronary artery (rca). A 32mmx4.00mm promus premier¿ stent was advanced with a non-bsc guide extension catheter. However mild resistance was encountered. The device was then removed form the patient and it was noted that the middle part of the stent struts were lifted. The procedure was completed with a 4.0mm non-bsc stent. No patient complications were reported and the patient's status was good.